Event description:
A surgeon reported that there was poor aspiration during irrigation aspiration mode of a procedure. The surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).